Manufacturer narrative:
Date of event is estimated. Date of explant is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-09403, 1627487-2019-09409. It was reported that patient scs system was explanted 2 years ago due to inadequate stimulation. That is all the information available at this time.